Event description:
Child was using a dr. Fresh firefly light-up timer toothbrush with suction cup (purchased at (B)(6)) and reported it was not lighting up. The toothbrush was wet and I suspected water had entered the battery compartment. Upon examination, mystery brown fluid was found to be leaking from the base of the toothbrush, from between the plastic body and suction cup rubber! Concerned about toxins in the mystery fluid (presumably containing corrosion products). Dr. Fresh, llc. (B)(4), www.drfresh.com) 60 second timer flashing lights, with suction cup base, package of 2; purchased from (B)(6). I e-mailed the manufacturer to ask if the button battery contains mercury. After I found the brown fluid leak I also tried to remove the suction cup to examine more closely but could not. In researching I guess button batteries do contain mercury. (B)(4).